Manufacturer narrative:
Results: the 5f select was ovalized approximately 93.0 thru 99.5 cm from the hub. Conclusions: evaluation of the returned 5f select revealed that the catheter shaft was ovalized. If the device is forcefully retracted out of its packaging at extreme angles or otherwise mishandled during preparation, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician found that the neuron select catheter 5f (5f select) was flattened in the extremity upon removal from the packaging. The damage to the 5f select was found prior to use. Therefore, the 5f select was not used in the procedure. The procedure was completed using a new 5f select.